Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I hbsag qualitative ii reagent kit, manufacturing site sligo ireland to alinity I processing module, (B)(6) germany on (B)(6) 2019. MDR number 3002809144-2020-00046 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A nonreactive alinity I hbsag qualitative ii result was generated on (B)(6) 2019 for a patient that was diagnosed with hepatitis b several months prior. The customer questioned the nonreactive result and retested the sample using the architect hbsag qualitative ii method which was reactive. The customer experienced an issue with the external water source and associated errors were generated by the alinity I processing module, but the incorrect (false nonreactive) result was still generated. No adverse impact to patient management was reported.